Event description:
The ets (endopath ets-flex45 articulating endoscopic linear cutter) was being used to staple and cut the common bile duct, but the device did not cut the tissue. A different device was used to complete the procedure. Manufacturer response for endopath ats45, ethicon endopath (per site reporter). Manufacturer provided tracking # and product return packaging.